Manufacturer narrative:
Consumer admits to leaning against the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer is claiming that she was leaning against a heating pad when it allegedly caught on fire where the cord enters the controller. There was not a report of injury with this incident.